Event description:
Brush head fall off...won't stay attached to main body-oral-b power oral care refills [device breakage]. Case narrative: consumer reported via phone that brush head won't stay attached to main body. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.